Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Analysis of catheter lot number n121209 found sc connector difficulty with sc connector led to explant. Analysis of catheter lot number j0056601r found acceptable testing; catheter was incomplete and returned in segments. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was having a pump replaced. The pump was being replaced because, the patient had lost a lot of weight so it needed to be changed from a 40ml pump to a 20ml pump. During the replacement, when the catheter was pulled off of the pump, the catheter port on the pump broke off. The doctor was not confident with the catheter volume since no catheter model number was listed in the programmer. It was noted that the catheter was aspirated. The doctor was going to prime once the pump was implanted. The patient was going to be kept overnight to be monitored. Additional information received reported that the patient did not have complications. The patient¿s weight loss was due to medical illness. When trying to remove the catheter from the pump, the inner ring portion of the catheter that attaches to the pump stayed on the pump. The inner ring disconnected from inside the pump segment. Additional information received reported that the weight loss resulted in the catheter being dislodged. The positioning of the device was corrected. The reason for the device removal was that the patient had lost weight and wanted a smaller pump. The patient was experiencing pain. When the patient was seen for the post-operation visit she was doing great. The patient recovered without permanent impairment. The pump was infusing baclofen (unknown). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID 8578, lot# n121209, implanted: 2007 (B)(6); product type accessory product ID 8711, lot# j0056601r, implanted: 2002 (B)(6); product type catheter product ID 8711 lot# j0056601r serial# implanted: 2002 (B)(6); product type catheter product ID 8578, lot# n121209, implanted: 2007 (B)(6); product type accessory. (B)(4). Analysis results were not available at the time of the report. A follow up report will be submitted when analysis is complete.